Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced hyperglycemia. The customer's high blood glucose level was near 400 mg/dl. The customer's mother declined troubleshooting for high blood glucose. The customer was treated with manual injection for the high blood glucose. The customer's mother stated that hyperglycemia event occurred due to eating and not covering correctly. The device will not be returned for analysis.